Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high white blood cells (wbc) result generated by the coulter lh 750 analyzer on a patient that has elevated cryoglobulins. The customer performed a manual wbc estimate and reported lower wbc result. A new specimen from the patient tested 5 days later gave a wbc result with the instrument generated flags. The erroneous results were reported out of the lab. No death or serious injury, no change to patient treatment is associated with this event.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.(date of birth) information was not provided.(gender) information was not provided.